Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of leakage at catheter junction was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that bd nexiva 20ga 1.00in hf y w/ cap leaked at catheter junction blood leakage within catheter hub when did the incident occur? During use it was reported that the IV g20 was not working properly, when the IV inserted imediately it was leaking blood from the gray part.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.